Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. A product sample was not returned therefore, the reported event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient experienced blurry vision and intermittent focusing issues following intraocular lens (iol) implantation of the right eye. During the postoperative visit on (B)(6) 2020, the patient reported blurry, fluctuating vision and out of focus. The patient reported the same issues again during the postoperative visit on (B)(6) 2020. Additionally, the patient had another manufacturers iol implanted in the left eye and wished to have the same model implanted in both eyes therefore, the iol was exchanged. There was no patient harm reported during the initial procedure or the during the exchange procedure. The prognosis is good and the patient will return for postoperative care as scheduled. Further information has not been received for this report.

Manufacturer narrative:
The intraocular lens (iol) was returned on a surgical sponge. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). The optic is cut in half, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. All product and batch history records are quality reviewed prior to product release. Associated products were not indicated. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported event. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).